Event description:
It was reported that during pre-dilatation in the moderately tortuous, mildly calcified, eccentric, 90% stenosed de novo lesion in the mid right coronary artery (rca), a trek 3.0x15mm balloon dilatation catheter ruptured on the first inflation of 6 atmospheres for 15 seconds. There was no resistance on advancement or retraction of the device from the patient's anatomy. A non-abbott balloon catheter was used to pre-dilate and a xience v 3.0x18 mm stent was deployed to complete the procedure. There were no adverse patient effect or reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough hc, guide catheter: heartrail al1.5. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.